Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a blood leak occurred five minutes into a patient¿s hemodialysis (hd) treatment. The leak was coming from a fresenius combi set. It was reported that the heparin line separated from the arterial segment of the bloodline and resulted in the blood leak. The machine, a fresenius 4008s clasica, did not alarm. Blood leak test strips were not used. The type of dialyzer used was not reported. There were no visible defects observed on the combi set prior to use, and there was nothing unusual noted during the prime. The patient¿s estimated blood loss (ebl) was approximately 20 ml. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on the same machine. The complaint device was not available to be returned for evaluation as it was reportedly discarded.